Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited airwater(aw)-cylinder and aw-tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
Additional information: h3, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Consideration on the cause that the material remained in the device: reprocessing was not conducted properly because water tightness was lost due to deformed switch 1. Subsequently, the material was not possibly eliminated. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use: detection methods are written in IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Feedback to the customer provided: we would like you to handle the device according to instructions for use. Olympus will continue to monitor field performance for this device.